Manufacturer narrative:
(B)(4). Batch # m55j36. The analysis found that one pce60a device was returned in good visual condition and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. An ecr60d cartridge reload was received partially fired 1/16 and loaded in the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was disassembled to reset the bailout system and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Batch # unk. Additional information requested and received:when the knife stopped in one second, did the device cut? No information. If yes, was the cut line complete? Na. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? No information. When the deployed staples were unformed, were these staples deployed into the tissue? No information. Were the unformed staples protruding from the cartridge deck (cartridge locked out)? No information. Was the knife reverse button attempted prior to using the manual override? No information.

Event description:
It was reported that during an open gastrectomy, the knife stopped in one second at firing on the gastric body. The cartridge was gold. The device was released with the manual override lever from the patient. Deployed staples were unformed. There was no damage on the tissue. Another competitive device was used to complete the case. There were no adverse consequences to the patient.